Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event of breast cancer, deemed not related to the device, is considered an unexpected adverse drug experience.

Event description:
Health professional reported injecting a patient in the dark circles region with juvéderm ultra plus¿ xc. During follow up, the patient reported ¿edema¿ in the left orbicular region. The patent was also diagnosed with non-device related ¿breast cancer.¿ the patient was treated with dexamethasone for the edema. The patient returned after a few days with more ¿edema¿ and was then treated with hyaluronidase. The patient began treatment for cancer and after 6 months, returned to the office again and reported more ¿edema¿ in the orbicular region.¿